Event description:
Device 2 of 3. Reference MFR reports # 1627487-2013-00445 and 1627487-2013-00453. It was reported the pt ((B)(6)) experienced heating at the ipg site when recharging. The reported discomfort began after 30 minutes of recharging. In addition, the pt alleged experiencing overstimulation in his thigh and a loss of therapy. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention was undertaken to address these issues and the pt's ipg and lead were replaced. It was noted that upon explant of the lead, a visible break was observed in the device directly at the anchor site.

Manufacturer narrative:
Results code: as received, the lead was kinked with all wires broken at approximately 23cm from the stimulation end. The kinked/broken wires were consistent with the use of the swift-lock anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.